Event description:
Patient reported right side "broken implant", "damaged body, and caused really bad side effects." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken implant".

Event description:
Patient reported, left side "broken implant". "Damaged body. And caused really bad side effects". Device has been explanted.